Manufacturer narrative:
The handpiece was received at the manufacturer for eval, and the reported condition of the device overheating was duplicated. Corrosion was identified on internal components, but the investigation is still in process. Service repaired and returned the device to the customer.

Event description:
It was reported that the handpiece began overheating while the equipment was being tested. This did not occur during a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.